Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for the investigation, but a photo was provided. If a physical sample is received at a later date, the investigation will be updated accordingly. A visual evaluation of the photo confirmed the reported issue, the hub was observed to be detached. The most likely root cause for the stylet disassembly indicates that this issue could occur due to the incorrect set-up of the pistons of the machine. As part of continuous improvements, a corrective action has been opened to address the reported issue which includes adjusting the pistons to prevent the recurrence of the reported issue. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the unit had an issue where the guide wire is disconnecting from the green end cap on the nasogastric tube. There was no harm to the patient.